Event description:
The customer noticed her meter readings had a decimal point in them and wanted to know if that was correct. The units of measure were explained to the customer, and she was able to reset the meter to mg/dl. The customer did not allege any adverse events due to the mmol/l readings, and no product will be returned.